Event description:
Reporter indicated that an sql error message appeared after the initiation of interrogation of a demo generator. The error message occurred shortly after the new software version was loaded onto the handheld. Troubleshooting was performed for communication problems and the error message did not resolve. The product was returned for product analysis and the error was able to be replicated. The anomaly was isolated to a database file version/format not compatible with programming software vns 250 v7.1. The presence of this file was most likely the result of restoring the database file from a flashcard containing software version 6.1 into a handheld device running software v7.1.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to death or serious injury.